Event description:
One mentor smooth round high profile saline breast prosthesis was received by the mentor failure analysis lab on with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 3.4 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reach on the cause of the tear found, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).